Event description:
During service by baxter, a technician reported the colleague infusion pump's event history was found to contain a malfunction of an 810:11 failure code caused by an out of calibration ail pcb (air in line printed circuit board) and was recalibrated by service. There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. This is involving a pump with software version 5.09.90 which is categorized as remediated. This device originally came in for recertification. No additional information was available.

Event description:
It was reported that during a lap cholecystectomy, clips were scissoring, they were not cutting, and they were crossing once placed on the vessel which was the cystic artery. The clips were removed with a grasper. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Advancer bypass toward tissue stop,jaws unable to open_open after assisted. The analysis results of the el5ml found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward the tissue stop during one firing sequence causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. In addition, the device locked out as intended but the orange indicator was not completely visible. These findings are not related to the event reported. Although no scissor clips were noted during testing, it is known from the history of the device that excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device may lead clip formation issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.